Event description:
It was reported that during a da vinci-assisted liver wedge resection surgical procedure, the white plastic part of the harmonic ace instrument tip was broken. The procedure was completed without replacing the instrument. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the white part at the instrument tip was not completely detached and no fragment fell inside of the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument for failure analysis. The harmonic ace instrument was analyzed and found to have the teflon pad damage upon visual inspection. There appears to be thermal damage to the teflon pad. A piece measuring approximately 0.277" x .042" was missing and was not returned.